Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system ((B)(6)). It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a visual inspection. A hardware failure of was identified. This was described as a breakout box (bob) communication failure due to a faulty port on break out box. The issue was resolved with a new bob. Codes b01, c13, d02 apply. H3 ,h6) a manufacturer representative went to the site to test the navigation system ((B)(6)). It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection and a self test. A hardware failure of was identified. This was described as a breakout box (bob) communication failure due to a faulty port on break out box. The issue was resolved with a new bob. Codes b01, c13, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the breakout box (bob) malfunctioned during a ventriculoperitoneal (vp) shunt revision case. When the stylet was plugged into the bob, the port it was plugged into displayed a yellow blinking light, and the system was unable to track the instrument. When the site plugged the stylet into another port on the bob, the light turned green, and they were able to track the instrument. There was no delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:(9735825), ubd: unknown, UDI: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A23 applies to breakout box (bob) malfunctioned. (B)(6) applies to displayed a yellow blinking light. (B)(6) applies to unable to track the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6) h2-3) the electromagnetic (em) interface was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. The em interface functioned normally on all ports without failure. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.